Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited two inappropriate shocks due to possible air bubbles. The device was turned off until device check in the clinic. This s-ICD remains in service. No additional adverse patient effects were reported.